Manufacturer narrative:
Complaint was verified. Light source bulb turns off randomly after several mins of operation. Abrupt light source malfunction has been investigated by the manufacturers and software revision (B)(4) was issued as a result.

Event description:
(B)(4).